Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The imaging system then passed the system checkout and was found to be fully functional. The battery charger was returned to the manufacturer for analysis. Analysis found that the reported issue was confirmed. The bench test failed. All leds on the pcba illuminated, channel f led on the test fixture was not illuminated indicating channel failure. Charger f channel output failed and no voltage was present at the outputs. The board passed visual inspection. Analysis found that the reported event was related to an electrical issue. The computer was returned unused and there was no failure found with it. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the facility and conducted a system checkout. Testing revealed that the motion controllers were stuck. After troubleshooting it was suspected that the motion relay was defective. After replacing the motion relay and when connecting the j7, it was discovered that 1 battery pair was at 0. When measuring the chargers, it was discovered that battery charger 1 was giving 0 volts output to 1 battery pair. The charger and batteries were replaced. After disconnecting j2 from battery tray 2 and measuring the batteries directly it seemed that all battery tray 2 battery pairs where in the voltage range. (25.57, 26.28, 26.26). However when measuring directly from j7, 1 of these pairs was showing 0. This was checked continuity and it was good. After replacing battery charger board 1 the issue where pin 10-11 was giving 0 volts output from the charger had been solved. After connecting j7 and booting up the machine, the motion issues where solved and the machine was booting into 2d. The cause of the issue was traced to the motion controllers. The issue was resolved and the system was fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the imaging device was not shooting x-ray anymore. There was no patient present when this issue was identified.